Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. D10: medical products: item#: unknown, unknown baseplate; lot#: unknown item#: unkown, unknown, central screw; lot#: unknown. Item#: unkown, unknown peripheral screw; lot#: unknown. Item#: unkown, unknown peripheral screw; lot#: unknown. Item#: unkown, unknown peripheral screw; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on and unknown date. Subsequently, the patient underwent a revision surgery due to bone fracture. The shoulder's shoulder was converted to a hemi shoulder system.